Event description:
The event occurred on an unknown date involving a plum a+/a+3 (v 11.x & 13.x) where it was reported that when an unknown medication was programmed in secondary for a certain time, it was delivered in less time than programmed. The error was detected with primary set and with the blood transfusion set. It is unknown how much less time it took to deliver. The customer added that if the pump was programmed for 4 hours, it would pass the medication in half the programmed time. The event occurred during patient use, however; no one was reported harmed as a result of this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing is still pending.

Manufacturer narrative:
The pump passed visual inspection. The pump was in good physical condition. The last schedule where the duration closest to 4 hours can be shown according to the event description was august 1, 2023. The programming was only carried out on the secondary channel in an alternate infusion, in which only the secondary channel b is infusing. Channel b (secondary); flow rate: 80 ml/h; volume to infuse vai: 100 ml; duration: 01:15 hrs:min. It is concluded that there is no 4-hour secondary channel programming found, so the last programming described is taken to continue with the client's protocol. Test according to client protocol based on downloaded alarm log. The test is run with the following data: date: september 19, 2023; time: 11:35 am; test in alternate mode; channel b (secondary); flow rate: 80 ml/h; volume to infuse vai: 100 ml; duration: 01:15 hrs:min; end of infusion:; date: september; time: 12:50 am; total volume infused: 100; total infusion time: 01:25 hrs:mn. Client protocol test conclusion: at the end of channel b (secondary), the pump stops at channel b to perform delivery accuracy measurement. The pump indicates that it was infused in channel b: 100 ml performing the measurement, it was obtained that the delivery in alternate mode was 100.4 ml device history record (DHR) was requested and attached in service request the pump does not replicate the error that was reported in the description of the event, the pump was found in good physical condition and recording a delivery within the parameters allowed by ICU medical, a probable cause would be in the data entry when scheduling an infusion by part of the medical personal. The performance verification test (pvt) was performed and all tests passed.